Event description:
The device was used during a gastrectomy procedure. Reportedly, the staple line was incomplete and there was tissue loss. The surgeon applied another device to complete the procedure. The hosp has no add'l info at this time.